Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: a1, d8, e2 and e3. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the operation wire was damaged or fell off and came off from the operation wire fixing hole of the cup because a strong load exceeding the bearing strength was applied to the connection part between the operation wire and the cup. However, a definitive root cause could not be identified. The following is included in the instructions for use (IFU): -never use excessive force to open or close the cups. This could damage the instrument. -if the manipulation wire becomes detached from the cups, immediately stop using the instrument. With the wire detached, you may feel little or no resistance when moving the slider, and your impression of the manipulation of the instrument may differ significantly from what is actually taking place. If you notice any major changes in manipulation, check whether or not the wire has become detached from the cups. -if the manipulation wire becomes detached while the biopsy forceps are inserted in the endoscope, first move the slider all the way in the proximal direction in order that the cups may come as close to the distal end of the endoscope as possible. Then, withdraw the biopsy forceps and the endoscope together from the patient¿s body with extreme care to avoid causing patient injury. At the same time, make sure that no part of the manipulation wire has fallen into the patient's body. -do not force the instrument if resistance to insertion is encountered. Reduce the endoscope¿s angulation (or lower the forceps elevator if applicable) until the instrument passes smoothly. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the disposable biopsy forceps parts broke off. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.